Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through bmj open identifying a confirm rx that may be related to oversensing. No resolution was documented. Further details were not listed. Details are listed in the article titled "cardiac arrhythmia assessment with patch electrocardiogram versus insertable cardiac monitor: a cohort study in endurance athletes with atrial fibrillation. Bmj open 2025;15:e093250. Doi:10.1136/bmjopen-2024-093250.¿ additional information was requested, but is not yet available.